Manufacturer narrative:
The reported oad was received for analysis. The oad driveshaft was cut near the oad handle, and the cut portion of the driveshaft was not returned. The oad spun at all speeds and functioned as intended. Additional analysis was unable to be completed as the driveshaft was not returned. At the conclusion of the device analysis, the reported event was unable to be conclusively confirmed as analysis was unable to be completed due to missing components. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Results: device analysis could not be completed due to missing components. Note: MDR 3004742232-2020-00031 exists for the guide wire fracture that occurred during the same procedure. (B)(4).

Event description:
During a procedure, the coronary orbital atherectomy device (oad) was used to treat the target, tightly stenosed lesion in the mid-right coronary artery (rca). A couple of passes were performed on low speed in the proximal rca. During the first pass through the midsection of the rca in a proximal-to-distal direction, the crown jumped through the lesion and became stuck. Attempts were made to retract the crown through the lesion while spinning; however, the oad stopped spinning upon each attempt, even when glideassist was used. The physician tried to advance a non-csi guide wire through the lesion, but it was unable to cross. The oad was then cut at the strain relief, and a guideliner was advanced over the driveshaft in an attempt to loosen the oad; however, this was unsuccessful. The oad was then pulled on with considerable force, and the crown and tip of the driveshaft broke off and remained in the rca. The patient coded and was resuscitated. The patient was intubated and admitted to the ICU. The mid-to-distal rca was completely shut down, and the patient was experiencing a controlled myocardial infarction. The patient was assessed for surgery by a surgeon but was turned down due to patient status. As of (B)(6) 2020, there was no long-term care plan for the patient. The site declined to provide additional information on the patient's status.